Event description:
It was reported that during surgery and prior to intraocular lens (iol) implantation, the posterior capsule ruptured. The doctor proceed to implant the intraocular lens in the ciliary sulcus. The iol position was found to have been shifted after the surgery. Therefore, the patient was given intraocular lens internal fixation. During the secondary surgery, it as found that the intraocular lens haptic was transferred out from the corneal incision. The haptic was found to be broken. The corneal incision was enlarged and the intraocular lens was completely removed. A replacement lens of another brand was used. No further information available.

Manufacturer narrative:
(B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information received from customer on 21 feb 2022 indicated that a posterior capsule tear occurred during lens implantation. No intervention was performed. Therefore, the information is being provided in this supplemental filing and the following section has been updated accordingly: section h6: health effect - clinical code: 2639. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.